Event description:
During extraction of a tibial nail, the instrument screw has broken. The screw pitch was damaged, the extraction of the nail could not be possible. The nail stayed in place.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.